Manufacturer narrative:
The ldl-c reagent lot number and expiration date were not provided. A general reagent issue can be excluded as no further issues were reported, and a correct rerun was performed with the same reagent. The field service engineer found that the water volume of the sample probe from the washing tank was low. He replaced and aligned the sample probes and adjusted the water volume of the sample probes from the washing tank. He then performed a cell blank measurement and qc with successful results. The service action of adjusting the water volume of the sample probe from the washing tank resolved the issue. The root cause was related to service adjustment.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with ldl-c gen.3 assay on a cobas 8000 c702 module. Sample 1: initial result: 1 mg/dl (accompanied by a data flag). Repeat result: 111 mg/dl. Sample 2: initial result: 1 mg/dl. 1st repeat result: 109 mg/dl. 2nd repeat result: 111 mg/dl. It is unclear if sample 1 and sample 2 are actually one sample.